Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2023 for evacuation of blood clot from the right atrium. The clot was removed and the patient was in the intensive care unit (ICU) in stable condition. The patient's driveline was also oozing frank blood for which kaltostat was advised to be used. Additional information was received that the right atrial clot was not caused by the left ventricular assist device (lvad) or lvad therapy. The bleeding at the driveline exit site was a bleeding tissue and was treated topically with silver nitrate and keltostat. The bleeding reportedly resolved with the treatment provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use is currently available and contains the following information: section 1 lists potential adverse events, including thromboembolism and bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding is also provided in this section. No further information was provided. The manufacturer is closing the file on this event.